Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the rubicon became stuck on the previously implanted stent and shaft fracture occurred. Several non bsc stents were previously implanted in the left common and left and right external iliac artery years prior to the event. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified right common femoral artery. A rubicon¿ 18 support catheter was selected for use. During the procedure, the device had an approach via the left common femoral access up and over the bifurcation. Furthermore when the physician attempted to advance the rubicon and v18 control wire in the right common femoral occlusion, it was noted that the rubicon became lodged through the external iliac stent. After repeated attempts to dislodge the rubicon from the stent, the catheter became fractured and detached while still over the v18 control wire. The procedure was discontinued and surgery was performed to remove the fractured components. The right common femoral artery was cut and the broken pieces of the rubicon and the v18 control wire were removed from the patient. Finally, surgical plasty was done successfully to treat the patient's right common femoral artery. No further patient complication were reported and the patient's status was fine.